Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the customer replaced the battery and the device was successfully returned to service. Based on the information available, the cause of the reported problem was a battery failure. The reported problem was confirmed based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer replaced the battery in order to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device does not power on.